Event description:
It was reported to boston scientific corp that during a polyflex esophageal stent was used during a stenting procedure. According to the complainant, the stent migrated approximately four weeks post placement. The migrated stent was removed and replaced with another polyflex esophageal stent. The pt's condition at the completion of the procedure was unknown. However, the pt had been eating and had gained 5kg. Since the initial procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.